Event description:
The customer contacted bci reporting occasional errors of "sample wash tower vacuum outside limits" and a leak coming from the left side of the beckman coulter instrument. The customer reported that there was no user exposure to the leaking fluid and no injury due to the event. Service was dispatched and repairs were performed to stop the leak. The on site fse replaced a failing vacuum pump that had caused the wash buffer overflow at the sample wash tower. The leaking liquid can potentially contain not only wash buffer but patient sample waste, qc material and other substances that are considered biohazardous and/or chemical in nature. No harm or injury was reported by the user. Hardware is the root cause of this event.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).